Event description:
It was reported that during a laparoscopic colon procedure, the top, hinged part of the jaw fell off into the patient. The part was easily removed, no extra procedure was required. No alerts or unusual noises were reported. The case was completed with another device of the same product code. There were no patient consequences reported. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached from instrument and not returned. Inspection of the jaw area showed damaged to the retention pins that hold the jaws in position. The retention pins were sheared off. The device was tested with a generator and the device performed as required during testing; although all testing could not be completed due to the missing top jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.